Event description:
Hurricane harvey benzene and other toxins released by petroleum companies in the (B)(6) area. Left ear eustachian tube collapsed with severe pain and conductive hearing loss. Weight gain of 50 pounds, worsening of pain in the joints, fragmented sleep.